Event description:
The customer reported that the system had no live image on the left monitor with kvp and ma tracking to max. This happened during a neurology case. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the high voltage cable. The image does not blank out when the c goes from ap to lateral. The system works as intended.